Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, images could not be obtained due to damage to the imaging unit, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, and scope ID data not included. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center for an endoeye flex deflectable videoscope exhibiting e216 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. It is likely that the e216 error and the disappearing image occurred due to the image sensor unit being damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) On the electric board malfunctioning. It is likely that the missing scope ID data occurred due to the storage device that stores the scope ID data has been damaged due to external factors such as overcurrent. Olympus will continue to monitor field performance for this device.